Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose level of 452 mg/dl. Supply changes were performed to resolve the occlusion alarms. The customer declined troubleshooting assistance from tandem technical support regarding the issue.